Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "server unavailable" message occurred after deleting and reinstalling the mobile app. Data was returned but will not confirm the issue or determine a probable cause. The probable cause cannot be determined. No injury or medical intervention was reported.